Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is an update to maude report (B)(4).

Manufacturer narrative:
Reported in the maude report (B)(6). Additional patient ID reported (B)(6). (B)(4). Not implanted or explanted, partial screws remain in patient. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device report: screwdriver (part # 03.503.202, lot # unknown, quantity #1). This is report 3 of 3 for (B)(4).